Event description:
Biomet alerted facility of potential implant failure. Review of pt's record shows that pt had prosthetic implant placed in 2000 -total hip arthroplasty-. In 2006 pt had revision of hip replacement, both acetabulator and femoral components for prosthetic joint implant failure. Surgeon found: acetabular plastic liner fractured, eccentric poly wear present, there was small-particle disease in the 3 superior screw holes and also in to the medical wall. Preop films showed a cystic area in the greater trochanter, this did not peforate through the coritcal bone of the proximal femur, the shell being entirely intact. The surgeon could not get into the defect anterior, lateral or posterior from the prosthesis. The devices were-lp acetabular liner 28mm hi-wall 42mm/ modular head 28mm/+3. Device part numbers: cp158172/163663. Device lot numbers: 199520/893300.